Event description:
Boston scientific received information that this right ventricular defibrillation lead was explanted after noise was observed. Although the patient was hospitalized for the procedure, no specific adverse patient effects were reported and requests to obtain additional information about the clinical observations were unsuccessful.

Manufacturer narrative:
The lead was returned and is currently undergoing analysis. When analysis is complete, an updated report will be submitted.

Manufacturer narrative:
Visual inspection noted both the internal and the external insulation were abraded through to the pace/sense conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited and the information reported with the lead, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.